Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). Investigation summary: "material #: 360211. Lot/batch #: 4177470. Bd received 8 photos for investigation. The photos were reviewed and the indicated failure mode for missing unit labels was observed. Additionally, 15 retention samples from bd inventory were evaluated by visual examination and the issue of missing unit labels was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing unit labels. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported prior to using bd vacutainer® precisionglide¿ multiple sample needles an unspecified number of devices were found without unit labels. There was no report of adverse impact to patients or users.